Event description:
It was reported that an ilet user experienced a cgm offline message after disconnecting the pump, which resulted in loss of cgm data to the ilet and a cessation of automated dosing, while the dexcom g7 app continued to display readings; the user¿s glucose was 253 mg/dl at the time of the call, and pairing to the ilet had failed until the sensor was reconnected, after which dosing resumed. Investigation of this case revealed that cgm pairing to the ilet had failed while the cgm itself continued to function on the phone application, and reconnection resolved the issue. Symptoms included lethargy during the event. Outcomes included temporary interruption of automated insulin delivery. It was concluded that the event was related to a temporary communication failure between the dexcom g7 and the ilet that resolved with reconnection, with no further device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.